Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent moved on balloon. Vascular access was obtained via the femoral artery. The 86% stenosed, 7x4.3mm, eccentric, de novo target lesion containing a lesion bend of <45 degrees was located in the moderately tortuous and moderately calcified right coronary artery (rca). After predilation with a 4.0x8mm maverick 2 balloon catheter, a 12x4.50 omega stent was advanced to treat the lesion. However it was noted that the stent had moved on the balloon. The device was completely removed as a whole and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.